Manufacturer narrative:
The device that was in use during this event was removed and disposed of at the time, so no evaluation is possible. Even though the pdm (controller) that was in use at the time was not reported as defective/not performing, the pdm that was returned was evaluated for any problem that may have caused or contributed to the event the caller described. The pdm was tested and met all functional requirements. No problem found. The product user guide instructs the user to "check infusion site frequently for proper cannula placement" . It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This event may have been related to the patient using the product prior to being trained in it's proper use, however it is not possible to conclude that at this time.

Event description:
Clinical specialist called to report this incident for the customer. She met with him to discuss the situation. He had trained himself on the product. She then arranged for training with a certified trainer. His bg was running high all day (ranged from 125 to >500). He eventually went to the ER where he was treated for dka. The pod he was wearing was discarded. He did have issues with pod adherence. It is not known if the adhesive came loose and the cannula dislodged. The cannula was visible when the pod was removed. The clinical specialist replaced his pdm even though there was no indication of pdm failure related to this event. The pod involved is not available for return and evaluation. No further information has been reported regarding this event.